Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports there were only 9 sponges in package when 10 are supposed to be in package. Another package was used without any patient harm.

Manufacturer narrative:
A device history record review was completed for lot# 18h117762. There were no manufacturing issues related to the complaint issued for this lot. One sample was received for evaluation. After a visual and counting examination, it was confirmed that there were only 9 sponges; a tray should include 10 sponges and this tray had only 9 sponges. The reported condition is confirmed as a miscount. The returned product did not meet quality release specifications. A possible root cause analysis determined that a miscount could result if bundles were checked after the scale is re-set for new batch numbers or moisture adjustments are not compared to the respective control bundle weight. This causes inaccuracies in counting of sponges in the bundle.